Event description:
It was reported the pt's ipg is non-functional. The programmer and charger are unable to communicate with the ipg. The pt has not maintained the ipg as recommended for two yrs. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.